Manufacturer narrative:
The reported failure mode for damage to the foil pouch was confirmed. Two samples were returned and were confirmed to have a puncture that originated from the outside of the pouch through all the layers of the pouch and into the interior of the pouch. A review of the device history record was performed and there were no issues that could have contributed to the incident. An evaluation of the manufacturing area was performed and a root cause directly related to the reported failure mode could not be identified. A complaint history review for this lot number did not identify any additional complaints for this failure mode on file. The root cause could not be determined. No additional action is required at this time. (B)(4).

Event description:
It was reported that after having performed a shoulder arthroscopy using healicoil rg sa 5.5mm w/3 ub-bl cb bl bk and after implantation of the device, it was discovered that the device's foil pouch had a hole. There was no procedural delay reported. This incident did not result in any patient injury or complication.